Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device evaluation results.

Event description:
It was reported that during a left sided decompressive hemicraniectomy and duraplasty, the end of a router broke off, it had to be removed and replaced. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a left sided decompressive hemicraniectomy and duraplasty, the end of a router broke off, it had to be removed and replaced. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the most likely cause of breakage is excessive force. The quality investigation is complete.